Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female pt one month prior. According to the complainant, "... The cut wire on the tome broke in half and was still connected while still inside the pt." The wire did not detach inside the pt. The procedure was completed with a second hydratome rx sphincterotome. No pt complications were reported as a result of this event and the pt's condition is reported as "fine".

Manufacturer narrative:
The device was discarded by the user. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record of the pertinent lot was performed; no anomalies were noted. The 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome is included in the jagtome sphincterotome product family.